Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. - an abnormal battery impedance increase has been observed at the patient follow up performed in the first months after implantation. This issue may indicate a premature device depletion and may induce a premature pacemaker replacement. - the patient data analyses and the investigations have demonstrated that the subject pacemaker underwent a wrong thermal cycling which is a part of the manufacturing process. This issue has induced a thermal overstress on the device leading to a chemical denaturation of the battery. - a field safety notice has been issued regarding this issue in order to prevent any patient safety risk. For more details, please refer to the analysis report.

Event description:
Distributor informed that the patient implanted with the subjected device involved in the fsn-crm-sal-2023-001 had a follow-up on (B)(6) 2023 and presented a battery impedance value of 3990 ohms. The device was reportedly explanted on (B)(6) 2023.